Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.